Event description:
It was reported that the patient¿s episodes of inappropriate shocks were not being stored on their implantable cardioverter defibrillator (ICD), and that electrograms were missing. No intervention was performed, and the patient was stable.